Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states the catheter tubing at the proximal end of the catheter was torn. The catheter was pulled and replaced. The patient was also given prophylactic antibiotics.